Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low blood glucose after receiving a replacement ilet device, with a documented value of 53 mg/dl, and the patient treated with oral glucose in the form of apple juice. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the patient and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.